Manufacturer narrative:
A device history record (DHR) review was unable to be performed for the lot number(s) identified to confirm that the devices met all material, assembly and performance specifications. Visual analysis of the fiber identified the glass and metal caps were detached/separated. The fiber was functionally tested with helium-neon (hene) laser fixture, no breaks were visible along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on analysis result, the reported fiber tip break is confirmed and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The fiber tip glass and /metal cap detachment/separation likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that where there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted fiber tip glass and /metal cap detachment/separation. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the metal sheath at the end of the fiber broke off. The issue occurred outside the patient. The procedure was completed without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the metal sheath at the end of the fiber broke off. The issue occurred outside the patient. The procedure was completed without patient complications.